Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on (B)(6) 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until (B)(6) 2024 at 0442 and returned to baseline of 0.11 at 0652 on (B)(6) 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to (B)(6 )medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported a free flow event involving heparin infusion. Bd has received additional information. It was reported that on 06 may 2024, at 2134 heparin bag (25,000 units heparin in 250 ml 0.45% normal saline) was noted to have infused all 250ml of heparin and heparin infusion had been started at 2027 at 9.5ml/hr. And had been given a 4150-unit bolus (41.28ml) at 2032. Per report, staff member stated she remained in room for 2 minutes to ensure the bolus was delivered and that the infusion had changed back to the primary infusion rate and then she left. Other infusions running at the time of the event: metronidazole 500mg x 1 infusing at 200ml/hr. Started at 2027 and completed at 2134. Upon discovery of the empty bag of heparin the rn noted that the pump still was programmed at 9.5 ml/hr. And that the remaining vtbi (volume to be infused) was 201.1 ml. Due to the event, it was reported that the "ufh went from less than 0.04 pre-heparin administration to 1.80 at 2252 post discovery of infusion of whole heparin bag. It was not in therapeutic range until 07 may 2024 at 0442 and returned to baseline of 0.11 at 0652 on 07 may 2024. The patient was reportedly given 25 mg of protamine to reverse the heparin. The patient was then transferred to tertiary medical center secondary to portal vein thrombosis, cirrhosis, and active on liver transplant list.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-34483 is a concomitant. Please refer to manufacturer report number 2016493-2024-34482, which captured the correct suspect device per investigation report.